Event description:
It was reported that during a laparoscopic colon procedure, the device cut the produced malformed staples. The site used a new device to complete the procedure. There was no pt consequence.

Manufacturer narrative:
Info anticipated, but unavailable at this time.